Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing with pacing not being delivered when required. It was noted the lead had dislodged. An invasive procedure was performed. The helix mechanism could not be retracted due to tissue formation around the helix. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.